Manufacturer narrative:
Section d1: brand name corrected. Section d4: catalog number and primary UDI corrected. Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: review of the submitted images confirmed superficial damage of the pump cable; however, a specific cause for this damage could not be conclusively determined through this evaluation. The submitted log files captured the pump operating as intended at the set speed. The observed damage did not appear to have contributed to any electrical issue and was later repaired with tape. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C is currently available. Section 6 of the IFU, ¿patient care and management¿, instructs the user to check the driveline daily for signs of damage, such as cuts, holes, or tears and urges patients to inform their hospital contact immediately if they find signs of driveline damage. Section 7 ¿alarms and troubleshooting¿ provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". Section 8 ¿equipment storage and care¿ states: "as needed, clean exterior surfaces of the driveline cables with a damp, lint-free cloth. If more aggressive cleaning is needed, use warm water and mild dish soap." The heartmate 3 lvas patient handbook is also currently available. Section 4 "living with the heartmate 3" (under "caring for the driveline") instructs the user: "check the driveline daily for signs of damage (cuts, holes, tears). Call your hospital contact right away if the driveline is damaged (or might be damaged)" and "keep your driveline clean. Wipe off any dirt or grime. If the driveline gets dirty, use a towel with mild dish soap and warm water to gently clean it." In addition, section 5, "alarms and troubleshooting¿, provides additional instructions regarding driveline care in a sub-section entitled "what not to do: driveline and cables". No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a4: patient weight is missing. Information was requested. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient presented to the emergency department on 01feb2024 with multiple driveline power fault alarms and event log files were sent for review. The event log files from the original system controller captured a driveline power a fault on 01feb2024 at 16:50. The alarm persisted throughout the remainder of the event log file. There was no loss of pump support during the driveline power fault alarms. In the emergency department, the primary system controller was exchanged to the backup system controller. The event log files from the new system controller captured that the driveline power fault alarm returned at 05:31 and the issue was not resolved. The new system controller clock was not set after the exchange. Following this, it was reported by the site that the patient was issued a new modular cable and a new system controller since the alarms recurred. Event log files obtained after the new modular cable and system controller exchange were sent for review with and showed that the driveline power fault did not return. A damaged area of the modular cable was also reported. Additionally, it was reported that an x-ray was performed on the driveline. The internal driveline showed a slightly unusual bend, but it appeared to not be the cause of the power fault alarm since the issue resolved. Images of the proximal driveline were taken to evaluate the driveline exit site and how it looped to the system controller. It was also reported that the proximal driveline had damage and rescue tape was applied. Related manufacturer reference number: (B)(4) (modular cable).